Manufacturer narrative:
Film evaluation summary: the reported type iiib endoleak coming from the right limb of the bifurcate, with a resulting increase in the size of the right common iliac artery was confirmed; however, the exact cause could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant CT¿s were not provided for comparison. Analysis of the returned CT¿s from 7 years post-implant showed contrast filling the rcia which appeared to be coming from the bifurcate right/ipsi limb, near to where the limb entered the rcia and was coursing along an area of aortic/iliac vessel calcification. The endoleak appears most likely to have been a type iiib fabric endoleak. Fabric wear due to external abrasion from vessel calcification and/or from adjacent stent(s) abrading the limb near the origin of the rica are potential root causes. Limb angulation with possible aneurysm morphology changes during the implant duration may have also exacerbated the fabric abrasion wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 7 years and 2 months post index procedure the patient¿s follow up CT showed that the patient¿s right common iliac artery had enlarged to approximately 90mm and it appeared to be leaking though the limb of the bifurcated stent graft. The patient was brought to the or and angiograms showed the right limb was leaking contrast. The endoleak was confirmed to be a type iii fabric. The physician decided to place an additional stent graft limb where the leak was occurring and final angio showed that the endoleak has resolved. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.